Manufacturer narrative:
The reported "error 43" (fan fault detected) was verified in the archive files. Fan connector was found to have a loose pin. Pin was re-seated, which fixed the problem. Autopulse platform's top cover was found to have been damaged. No adverse event reported.

Event description:
Customer reported "error 43 detected on screen. Crack on the actual casing." No adverse event reported.